Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with syncope and was noted to be in ventricular tachycardia that was below the programmed detection zone. The review of the remote monitoring transmission indicated that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt); however, the reviewer thought that the ICD was possibly withholding therapy for ventricular tachycardia (vt). Numerous episodes of vt were noted to have been detected and treated with anti-tachycardia pacing successfully. The ICD remains in use. No further patient complications have been reported as a result of this event.